Event description:
It was reported that the patient underwent surgery because his artificial urinary sphincter (aus) would not pump/inflate due to a leak in the system. A new aus was implanted. There were no patient complications.